Event description:
It was reported that pressure gauge needle did not move. A 26 advantage balloon catheter inflation device was selected and used to inflate a balloon catheter. When pressure was added to the device, it was noted that the pressure gauge needle did not move. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that pressure gauge needle did not move. A 26 advantage balloon catheter inflation device was selected and used to inflate a balloon catheter. When pressure was added to the device, it was noted that the pressure gauge needle did not move. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The unit was visually inspected for any damage or defect. No issues were noted. A functional test of the complaint device was carried out using a test boston scientific stopcock. The unit passed all functional tests. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).